Event description:
Report received of an overdelivery. The customer contact indicated the event was the result of an operator error in programming the device. The pump was programmed to deliver fentanyl 1.0 mcg/ml instead of the intended 50 mcg/ml, in the continuous only mode, a 10 mcg loading dose, a continuous rate of 50 mcg/hr and a 1000mcg 4 hour limit. After an unspecified length of time, the pt reportedly "was snoring and was deeply asleep." It was reported that the pt's respiratory rate "was decreased." The pt was treated with an unspecified dose of narcan and required manual ventilation via ambu bag. The pt "recovered fully within 10 minutes" and was "transferred to ICU in stable condition for observation overnight". The pump was removed from clinical service and therapy was resumed using unspecified IV push medication. There were no reported adverse pt sequelae. Though requested, no additional info was provided.